Manufacturer narrative:
The device was returned for analysis. A visual inspection revealed the imaging window was torn. Impedance testing shows an electrical open at proximal wave form. The image characterization could not be preformed due to the condition of the imaging window and the fact that the transducer was not visible. The distal housing of the transducer was not able to be observed. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. Additionally, the distal housing cup was in good condition.

Event description:
Reportable based on device analysis completed on 07/14/2020. It was reported that lost image occurred. An opticross imaging catheter was advanced for diagnosis, but the image was lost. The procedure was completed with another of the same device and no patient injury occurred. However, device analysis revealed a torn imaging window.